Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings for over 15 minutes. There was no adverse impact to the customer's blood glucose (bg) level. The customer indicated that tandem technical support would be contacted should the issue persist. The customer did not contact tandem technical support.